Manufacturer narrative:
(B)(4). Pump received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was physically damaged; the top of the reservoir was cracked with pieces broken off. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that the damage occurred due to wear and tear. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.